Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed moisture in the display. The pump failed to power on. A display lens leak and moisture damage on the pcb was observed during evaluation. Further investigation could not be completed due to inability to power on the pump.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter did not allege any harm or injury because of the reported issue. The reporter indicated that the patient went swimming with the pump on. The previous night, the pump started beeping and moisture was observed under the pump's screen. Due to the display issue, the reporter was unable to determine what was being displayed on the pump's screen. The reporter denied that there was moisture in the pump's battery compartment. The reporter denied that the pump's keypad was peeling. The reporter indicated that she could secure the battery cap to the pump. The battery compartment and screen did not have cracks according to the reporter. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being ruled-out as MDR-reportable due to the following conclusion: the reporter alleged a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. There was no reported patient impact associated with this complaint. Also, the alleged display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.